Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device suddenly stopped working and the balloon was found to be partially herniated. It was reported loss of pressure in the device. The balloon was explanted and replaced. There is no additional information reported.